Manufacturer narrative:
Customer stated the pump would display a head error intermittently during setup. The field service technician (fst) was sent for further investigation. According to service order #(B)(4) dated on 2020-08-19 following was found : the unit was full of dust. Cleaned and tested per service manual. All tests passed. Preventive maintenance, calibration check, full functional test and safety check as per the service manual. All tests passed. Thus the reported failure could be confirmed. The most probable root cause could be determined as dust. Dust can bind air humidity and thus cause short circuits. The communication lines are very sensitive to this, and as a result, disturbances can occur which trigger this message. The reported failure did not happen during patient treatment. The hl20 in question was responsible for this complaint/event. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Customer stated the pump would display a head error intermittently during setup. Complaint #(B)(4).